Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed a lead revision because 1 lead migrated up causing uncomfortable rib stimulation and the other had not provided adequate coverage. The patient had both leads replaced. One lead was placed at the t10 epidural space. The other lead was placed peripherally in the right low back. The patient had excellent coverage post-operatively. Impedance checks were performed both pre and post operation. Both checks were normal. The battery was still very good and there were no issues with recharging. Additional information from the patient reported that they had surgery for the 2nd time because the 1st time the lead had not gone through the scar tissue on their back and were not up high enough. The patient stated that they did not know all of the terms but that it was a mechanical issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.